Event description:
Dealer stated the end user stated that just going threw thresholds the forks ended up bending. Dealer stated the end user believes it may be due to the caster wheels and the way they swing to the side. Dealer stated there were no injuries associated with the incident.